Manufacturer narrative:
Product analysis: no product returned, customer discarded. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation. First report for the dcs, was submitted under report 2025587-2016-01952.

Event description:
Medtronic received information that during the implant of a transcatheter bioprosthetic valve into a patient with a surgical tissue valve in the mitral position, the valve dislodged and was re-sheathed. A correct load was confirmed under fluoroscopy. A second deployment attempt was made and the valve was implanted at a depth of 2mm at the non coronary cusp and 4 mm on the left coronary cusp. While removing the delivery catheter system (dcs), the nose cone caught the outflow portion of the valve pulling it up resulting in moderate paravalvular leak (pvl). A second valve was successfully loaded on another dcs and during the first attempt at deployment, the inflow portion of the valve became caught on the surgical mitral valve. During the second attempt at deployment, with pacing at 150, the valve was implanted of 7mm at the non coronary cusp and 7 mm on the left coronary cusp. When removing the dcs, again, the nosecone caught on the outflow portion of the valve and both valves were dislodged into the ascending aorta. No aortic insufficiency was noted and the patient was hemodynamically stable. Subsequently a non- medtronic transcatheter valve was implanted. No other adverse patient effects were reported.

Manufacturer narrative:
Conclusion: the provided film confirmed the report that the delivery catheter system (dcs) used to implant the second valve caught the valve upon removal and dislodged both valves. The instructions for use (IFU) instructs the user to ¿under fluoroscopic guidance, confirm that the catheter tip is coaxial with the inflow portion of the bioprosthesis¿ prior to drawing the dcs tip through the valve. Therefore, this event is primarily related to user technique, in addition to procedural effects (guidewire used, patient factors, etc.). There was no information to suggest a device quality deficiency related to this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.